Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735787, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the uninter ruptible power supply (ups) was changed. The ups was returned to the manufacture for evaluation. After the functional testing and visual/physical examination the reported issue was not confirmed. The ups was tested and functioned as expected. 12vdc and 48vdc circuits output expected voltages, charging circuit charges battery as expected. No failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after the system was on for ~1.5 hours the battery service error will appear. The manufacturer representative rebooted the uninterruptible power supply (ups) (powering off and unplugging system for 2 minutes) with no change. The system has normal behavior when unplugged from wall power. No patient was present at the time of the event.